Event description:
It was reported that some of the intermittent catheters were not lubricated, and it took too long to drain. As per follow up via phone on (B)(6) 2022, it was reported that the customer was still experiencing issues with the urine taking too long to drain. It was also stated that there were small holes in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the intermittent catheters were not lubricated, and it taken too long to drain. As per follow up via phone on 29nov2022, it was reported that the customer was still experiencing issues with the urine taking too long to drain. It was also stated that there were small holes in the catheter. Per customer clarification via phone on 18jan2023, customer stated that the holes in the catheter were where they were supposed to be, but they were too small and caused urine backup.

Manufacturer narrative:
The reported event is confirmed manufacturing related as the product does not meet specifications for lubricity. Visual evaluation noted1 magic3 go was received in original closed packaging. No nicks, burrs, sharps, or flashes were present on catheter. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as labeling would not have prevented the reported failure. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed manufacturing related as the product did not meet specifications for lubricity. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as labeling would not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some of the intermittent catheters were not lubricated, and it taken too long to drain. As per follow up via phone on 29nov2022, it was reported that the customer was still experiencing issues with the urine taking too long to drain. It was also stated that there were small holes in the catheter.